Manufacturer narrative:
Analysis of the returned device visually confirmed approximately ~3mm of instrument tips have been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the gch item# 10 tip just below the fracture surface is plastically deformed.

Event description:
It was reported that during a revision case, the tips of both drivers broke off inside the screw head during final tightening. The surgeon was able to retrieve both broken tips and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.